Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The reported event of discomfort at ipg site cannot be confirmed through product testing alone. As received, ipg passed all functional testing, bench and autotest, after the recovery of the ipg battery. It was unable to determine the root cause.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site. It was noted that the patient had gained approximately 40 pounds. As a result the patient may undergo surgical intervention to address the issue.